Event description:
The 3m 775 model, bair hugger warming units. Our facility has had several of these units produce an overtemp error. These units were bought brand new. There may be a possible defect with these units.